Event description:
It was reported that the injector was set to inject 100ml. Of contrast at a flow rate of 1.5ml/sec., and the location of the angiocath was the antecubital fossa. An extravasation (estimated to be approximately 93ml) occurred underneath the area of the patch without the system alarming. The pt was treated with ice and warm packs, elevation, and monitoring calls for two weeks post.